Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a stroke and kidney failure. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 14, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient loses voice towards evening. Having headaches. Patient had edg and colonoscope. Had a gordor found around her vocal box, 3 bleeding ulcers, and 5 polyps. Has a dark mark at the bottom of the right lung and is not a smoker. Had a instance where kidneys shut down. A stroke was induced from the complication. Has had pneumonia twice. Patient states that they had 25 spots that would turn into sores. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that, the device and confirmed degraded sound abatement foam, with black residue found on the blower box. Additional findings included a broken ui knob, dust-like contamination throughout the device air inlet/outlet, pca, blower box, blower motor, seals. Potential fluid spots in blower box and blower motor indicating possible water ingress. Air inlet seal had yellowed and dust like contamination. The manufacturer observed that, the humidifier had unknown white and tan contamination on seals, heater plate, and inside the water tank, iso port (international organization of standardization). The modem has internal dust contamination. Dust like contamination on inside of enclosure and pca. The manufacturer was unable to retrieve care orchestrator data or determine the root cause of reported symptoms. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.